Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed with accurate readings.

Event description:
The customer reported via phone call that he received a low glucose alert twice and the insulin pump went into threshold suspend but his blood glucose level was not low. Customer's sensor glucose reading was 47 mg/dl but his blood glucose level was 199 mg/dl. The insulin pump alarmed calibration error. A bad sensor alert occurred after the second consecutive calibration error. The customer was advised that the device would be replaced and agreed to return the product for analysis.